Event description:
It has been reported to philips that the system reset and rebooted - x-ray was disabled. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was indicating that system was reset and rebooted three times, and x-rays were disabled. Customer was already working with another case. This service has been cancelled by the customer and no service has been performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected.